Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device received but investigation is still pending,

Event description:
The customer reported alarm - error codes/messages. Error code 240.4150 during pm test.

Event description:
The customer reported alarm - error codes/messages. Error code 240.4150 during pm test.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the pressure sensor. A review of the device history record showed the device had a manufacture date of 12 nov 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported alarm - error codes/messages. Error code 240.4150 during pm test.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported alarm - error codes/messages. Error code 240.4150 during pm test.